Manufacturer narrative:
Concomitant medical products: hospira, 250ml bag of 5% dextrose injection, usp lot 57-019-jt, exp 1mar2017; therapy date: (B)(6) 2016. The customer¿s report of the remaining fluid in the drip chamber not infusing was not confirmed. Functional testing resulted in the fluid infusing as expected, with no fluid remaining in the drip chamber at the time the infusion reached completion. The root cause of the reported event could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the rn noticed that there was no volume left in the bag, but volume left to be infused in the drip chamber that they stated would have normally infused into the patient. Each time they restarted the pump to try to get that remaining drip chamber fluid to infuse, the pump would alarm. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.